Manufacturer narrative:
Concomitant products continued: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial over sensing of r-waves on the atrial channel within the atrial blanking period. The right atrial (ra) lead remains in use no patient complications have been reported as a result of this event.